Event description:
It was reported that a patient was receiving a titratable drug and that the pump module was beeping. A nurse thought that it was ready for a rate increase, however, the patient rate had just been titrated and the pump module was alarming due to air in line. This caused the medication to be running at a faster speed than it should have been. There was patient involvement but the impact was unknown.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.